Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device history revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced an unspecified system error alarm on the homechoice machine. This occurred during peritoneal dialysis therapy; however, the patient was not connected at the time of the event. The technical services representative advised the patient to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.